Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the patient was experiencing symptoms of dizziness and telemetry reported loss of capture. Upon interrogation the r waves had diminished. Based on this a small micro perforation was suspected and right ventricular (rv) lead revision was scheduled. The rv lead was repositioned and acceptable parameters were found through the analyzer, however through the device the paced complex was showing some issues. The implantable pulse generator (ipg) was removed and replaced, however the complex looked just the same. The decision was to observe patient on telemetry. No further issues were reported and the next day check had great results and the patient felt much better. No further patient complications have been reported as a result of this event.